Event description:
In january 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ii meter would not power on. In 2006, the pt was waking up in the morning with the arrival of the home health nurse and the patient's daughters. After waking up, the pt became unresponsive and passed out. The nurse called emergency services and 15 to 20 minutes later the paramedics arrived and tested the patient's blood glucose level to be 27 mg/dl. The patient received dextrose intravenously and was transported to the hospital. The pt was admitted overnight and was diagnosed with hypoglycemia. During the incident, the patient's daughters searched her home for the reported meter, and when it was found, determined the meter would not power on. The relatives did not attempt to test the patient's blood glucose level with the reported meter before or after she passed out. The pt could not state when she last successfully used the meter, or the result obtained. The patient has no backup meter. The pt is requested to test her fasting blood glucose level and when symptomatic. The reporter, the clinic nurse, stated the patient's health has been declining recently, and she has not been testing her blood glucose or eating well. The pt takes glucophage 850 mg pill twice per day and glyburide 5 mg pill once per day. The pt had taken her oral medications on the day of the event. During the troubleshooting telephone cal the customer care advocate determined the reporter could not state when the pt had last changed the meter's battery. The meter, test strips and control solution were replaced.